Event description:
On 02/15/2024, it was reported by a facility representative via (B)(4) that an abs-10011 acp® kits syringe malfunctioned, it broke apart, and blood spewed out onto the patient, chair, and room. This occurred during use while drawing blood. They redrew the blood using another abs-10011, and the case continued. There was no harm to the patient. Additional information was provided on 02/16/2024, where the sales representative reported that this event occurred on (B)(6) 2024 during a blood draw. The syringe malfunctioned, it broke apart, and blood spewed out onto the patient, chair, and room.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to a possible mishandling. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.